Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an under infusion of propofol in the cardiac unit. The pump alarmed the bag was almost finished and the registered nurse noticed the bottle was still full. When the IV tubing was disconnected from patient, no drops came out and the pump was changed out to continue the infusion. Volume, rate and dose were unknown. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported under infusion and was reproduced during evaluation. The under infusion was observed to deliver at a 5.28% error during testing at 100 ml/hr. The cause was determined to be an out of adjustment pressure plate travel. The pressure plate travel was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.